Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 4.5f non-bsc sheath. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery (ata). After a 9-40 non-bsc guidewire crossed the lesion, a 1.2mmx15mmx141cm coyote fc otw (emerge) balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5x2mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.